Event description:
A device was implanted on 9/13/95. The left cylinder was revised on 11/29/95. The entire device was removed from the pt on 1/17/97, would not inflate or deflate. Another device was implanted.